Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B) (4).

Event description:
It was reported to boston scientific corp that a extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B) (6) 2009. According to the complainant, during stone extraction, the balloon popped. No balloon fragments detached into the pt. The procedure was completed with another extractor rx retrieval balloon device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.